Manufacturer narrative:
Date of event: unknown/not provided. Best estimate is between (B)(6) 2021 and (B)(6) 2021. If explanted; give date: n/a (not applicable). Lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with a tecnis eyhance intraocular lens (iol), model dib00, implanted in the left eye on (B)(6) 2021 experienced unexpected post-op refraction. A brief description of the event provided that the patient ended up myopic and was not happy with the results. Follow-up with the account revealed that the surgeon implanted a piggy-back johnson and johnson iol model ar40m in a secondary procedure on (B)(6) 2021. There were no injuries reported and the patient is doing well. The patient has not returned for further treatment. No additional information was provided.